Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 415 mg/dl at the time of incident and current blood glucose level was 463 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as headache. Customer was treated with insulin pump and manual injection. Customer stated that the air bubbles in the tubing. Customer stated that the drive support cap was normal. Customer did not allege insulin pump was under delivering. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.